Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 514 mg/dl at the time of the incident. The customer reported that had difficulty with the infusion set. It was reported that the customer¿s blood glucose levels were going up and they changed out the set. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.